Manufacturer narrative:
(B)(6) 2017 11:36 am (gmt-4:00) added by (B)(6). The additional information that was received from the facility after our request was an extract from the patient journal. The information concerning the type of the breathing circuit or the type of filter that was in use at the time, was not provided. The logs from the ventilator were not provided, and neither was the information concerning the current status of the ventilator. No investigation has been possible, therefore the root cause for the reported event has not been determined.

Event description:
A user facility medwatch reference #: (B)(4) was received stating that: "ventilator became inoperable when water condensate pooled in circuit, and back flowed into expiratory/inspiratory filter. The ventilator was changed. The patient was supported with bag valve mask (bvm) until a new ventilator was connected. No clinical compromise to the patient." (B)(4).